Event description:
It was reported that during system installation for a study procedure, hospital biomedical engineering electrical safety testing was performed, and the ac ground resistance for the opti-amp amplifier was too high (0.96 to 3.49 ohms). Hospital specification is less than 0.5 ohms. Multiple testers and power cables were used. There was no error messages associated with the amplifier as it failed during biomedical electrical testing and was not connected to the system at that time. There was no procedure or patient involvement.

Manufacturer narrative:
Device technical analysis: following receipt and inspection of the returned device, no external abnormalities were observed. The device passed all tests performed, and no evidence of the reported failure was identified. The unit was returned to the hospital, where the issue also could not be reproduced. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: boston scientific assigned the investigation conclusion code no problem detected. The returned opti-amp was evaluated, and the reported issue could not be reproduced. The unit was also evaluated at the hospital, where the issue could not be reproduced.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during system installation for a study procedure, hospital biomedical engineering electrical safety testing was performed, and the ac ground resistance for the opti-amp amplifier was too high (0.96 to 3.49 ohms). Hospital specification is less than 0.5 ohms. Multiple testers and power cables were used. There was no error messages associated with the amplifier as it failed during biomedical electrical testing and was not connected to the system at that time. There was no procedure or patient involvement. The device is expected to be returned for analysis.